Manufacturer narrative:
During analysis of the returned device (21aug2023), it has been confirmed the separation of the side port tubing from the hub. The device appeared to be within specification: after re-attaching the tubing to the hub, the device passed leakage testing and tensile showed that the device was expected to have met it's joint strength requirements prior to the initial separation. The most likely mechanism suspected to have lead to the tubing detachment was excessive force on the tubing during use. The field b5 - describe event or problem- was updated.

Event description:
It was reported that a bmc steerable sheath - sureflex was selected for use during a pulmonary vein isolation for atrial fibrillation. During isolation of the right pulmonary vein, it was found that the side port was separated/detached from the hub handle (separated in two pieces). There was no sign of torsion, and the adhesive part had come loose. Thus, a second device of the same lot was used to complete the procedure. No other issue was noted. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis. It was further confirmed by the analysis of the returned device (21aug2023) the separation of the side port tubing from the hub.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc steerable sheath - sureflex was selected for use during a pulmonary vein isolation for atrial fibrillation. During isolation of the right pulmonary vein, it was found that the side port was separated/detached from the hub handle (separated in two pieces). There was no sign of torsion, and the adhesive part had come loose. Thus, a second device of the same lot was used to complete the procedure. No other issue was noted. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis.